Event description:
It was reported that during a da vinci-assisted surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the site was unable to achieve grounding on patient. It was stated that the bovie pad icon turned green on a third-party generator. Prior to contacting tse, customer replaced the grounding pad and site tried relocating the grounding pad and applying pressure. Tse recommended rebooting the generator, but site was unable to while on call with tse. Furthermore, the customer called back during the case to reported that the monopolar energy would not work due to the grounding pad not turning green. Prior to contacting tse, the customer tried two different grounding pads and still would not turn green. Tse had caller try one on the arm and it still would not turn green. Tse had her check the grounding pad setting and the grounding pad was showing dual. Customer tried hooking grounding pad to third party bovie and it worked fine. The customer will be able to finish the case without the monopolar energy. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the generator to resolve the customer-reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and fse's field evaluation.